Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 18-apr-2024, it was reported that patient experienced an issue with one infusion set, specifically that the tubing was leaking at the site area and the patient could smell insulin. The infusion set had been in use for less than 8 hours. At the time of the issue, the patient's blood glucose level was 250 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.